Event description:
Mid 60¿s female with history of postmenopausal bleeding and complex atypical endometrial aplasia. Procedure: operative laparoscopy, extensive lysis of adhesions, left ureterolysis, total hysterectomy, bilateral salpingo-oophorectomy and cystourethroscopy. During the procedure, the grey cuff snapped and broke on the ligasure. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter). Will obtain.